Event description:
In 2002 pt underwent laparoscopic surgery during which gynecare intergel was used. They subsequently and reportedly experienced unspecified injuries and "required additional hospitalization and surgeries."